Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged moisture behind the display and a crack to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the pump was returned with moisture in the battery compartment and visible moisture through the display lens. A leak test failed due to cracks in the battery compartment along the side and at the case seal. The pump was opened up and moisture was found throughout the pump casing. Unrelated to the original complaint, the pump powered on to a dim and discolored display.